Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia. The patient started to feel sick in the afternoon on (B)(6) 2016. The patient was taken to the hospital by her friends. The blood glucose results taken at the hospital were not provided. The type of treatment given to the patient at the hospital was not provided. The patient was released from the hospital in the morning on (B)(6) 2016. The patient started to feel sick again on (B)(6) 2016 and her friends called the ambulance. The blood glucose results and type of treatment received were not provided. It is unknown how long the patient was in the hospital on (B)(6) 2016. A company representative looked at the infusion set tubing and adapter and advised there was a possible fault with these products. The patient believes this was the reason for her hospital admission. No further details were provided regarding the products. No other information was provided regarding the event. The infusion set lot number was not provided. Return of the suspect device was requested for evaluation.